Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with diabetic ketoacidosis (dka). The customer was hospitalized and insulin was administered via intravenous (IV) drip. The customer reported that a bent cannula could have been the issue. However, it was not confirmed. It was indicated that the customer did not have the pump available to troubleshoot at the time of the call with tandem technical support. The customer was discharged from hospitalization on (B)(6) 2016.